Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode was part of a system revision due to infection, suspected to be in the device. Additional information indicated that the patient felt discomfort and pain and had fluid discharge. There were no additional adverse patient effects reported. This electrode was explanted.